Event description:
It was reported that during an implant procedure the helix of an implantable pacing lead was blocked and would not extend or retract. A different lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).